Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4248356. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte blood clots in line. The following information was provided by the initial reporter: the patient was newly inserted into the PICC on july 1, an returned to the ward and was given a replacement septum-needleless closed infusion connector for infusion, and at 9:00 p.m. On july 2, the patient was given a pre-filled catheter flusher 10ml for pumping back before infusion, and when pumping back the blood to the septum-needleless closed infusion connector, the color of the returned blood was darker, and continued to pump the returned blood to the pre-filled catheter flusher, and the clot was visible to the naked eye, which was replaced with the pre-filled catheter flusher 10ml to flush the tube and continued the infusion, and reported to the nurse manager. Immediately replace the prefilled catheter flusher with 10ml and continue the infusion, and report to the nurse manager.